Manufacturer narrative:
Lot # 08c700. Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no relevant manufacturing issues were identified for the reported lot. The stryker instrument IFU indicates that instruments that have experienced extensive use or extensive force are more susceptible to fracture. This device was approximately 7 years old at the time of the reported event. Conclusion: the plausible root cause is normal wear based on age of the device.

Event description:
It was reported that; trial broke off threads of trial inserter.

Event description:
It was reported that; trial broke off threads of trial inserter.